Manufacturer narrative:
(B)(4). Date sent: 11/07/2022. D4: batch # 787a18. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device with a green reload loaded with all drivers up and some b-formed staples were noted on the deck. Based on the photo the event described cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an anterior resection, contour (cs40g) able to squeeze closing trigger until a click is heard by surgeon and waited for 15 second for pre-compression of tissue. Surgeon able to complete the firing of contour. However, the contour does not cut the tissue and does not have proper stapler formation on tissue. There is no bleeding on tissue. Lastly, powered echelon with gst (pcee60a) and 2 gold reload (gst60d ) are used to complete the surgery. The surgery was delayed by 8-minutes. The surgery was completed successfully with no fragments generated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.